Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt/check belt messages and arrhythmia alarms) has been confirmed. As received, the monitor failed the detect and treat test. Upon eval, u1 was shorted. The cause of the test failure was the shorted u1. The shorted u1 was caused by a piece of solder lodged between pin 1 and pin 2 in ECG 'c'. The root cause of the lodged solder cannot be positively identified. No adverse event resulted from the defective electrode belt. The last pt to use this belt did not report any deficiencies.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his electrode belt was giving him adjust belt/check belt messages and arrhythmia alarms. The pt was issued a replacement electrode belt.